Event description:
It was reported that pump displayed cartridge change error and caller was unable to successfully load multiple cartridges despite guidance. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge and pump for damage and debris, cleaned pneumatic tap area, and attempted reload under guidance but issue persisted, so caller was escalated to csa; after extensive troubleshooting, csa advised that pump replacement was needed, arranged shipment of replacement pump and cartridges.